Event description:
It was reported that the right ventricular (rv) lead had slowly increasing impedance and threshold over the last year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product- 5076 implantable pacing lead (B)(6) 2009. (B)(4). Lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was rising. The ventricular impedance trend begins around 550 ohms 60 weeks ago, slowly creeping up to 1367 week ending (B)(4) 2012. The lifetime max was 1458 ohms. There were no high or low impedance paces, five 5 short v-v intervals, no ventricular high rate episodes and no mode switch episodes. Also the rv pacing/capture threshold was high. The ventricular capture management (vcm) average weekly trend was steadily increasing from 1.125 volts week end of (B)(4) 2011 to between 2 and 2.5 volts week end of (B)(4) 2012.